Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Detailed analysis did confirm helix difficulty and difficult-to-position observations, as well as damaged or defective electrode end observation with the lead as helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Furthermore, susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information is received indicating that this lead was attempted due to difficulty to retract and remove, difficult to insert, difficult to extract and position. Furthermore, this lead was damaged during the procedure.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information is received indicating that this lead was attempted due to difficulty to retract and remove, difficult to insert, difficult to extract and position. Furthermore, this lead was damaged during the procedure.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.